Event description:
The user's hearing performance with the device was affected. The parents reported that the user had not been responding to sound for a week. The recipient was re-implanted on (B)(6) 2021. This report refers to 9710014-2021-00170. For further information please refer to this report.